Event description:
A female with a history of pulmonary disease, hypertension, obesity and hypothyroidism underwent aaa repair in 2009. The patient's anatomical form was suitable for aaa repair, although there was mural thrombus in the descending aorta. Coil embolization of the right internal iliac artery was conducted. The rest of the procedure was conducted as prescribed. A proximal type I endoleak was confirmed after the stent graft deployment. The physician attempted to deploy another manufacturer's stent, mounted on another manufacturer's balloon catheter, at the proximal neck. However, the stent moved from the mounted position of the balloon toward the upper area of the main body proximal bare stent. The physician thought that he would be unable to deploy the stent in the planned position, then deployed the stent in the descending aorta. The dr. Attempted to deploy another manufacturer's stent, mounted on another manufacturer's balloon catheter, on the proximal neck. The stent was deployed at the correct position this time. The endoleak was resolved. The patient showed good hemodynamic status post procedure. Medical devices used for the additional procedure were handled as prescribed. The next day, the patient developed multiple organ failure due to shower embolization. Continuous hemodiafiltration was conducted for treatment. The following day, massive small intense resection by laparoscopic surgery and gallbladder drainage were conducted on the patient.

Manufacturer narrative:
The zenith line of products have addressed all requirements showing the device meets the predetermined design requirements and the design requirements meet the needs of the user. Additionally, all devices are shipped with instructions for use (IFU) listing the indications of use, warnings and precautions, contraindications, and the proper deployment sequence. Regards to endoleaks, the IFU lists several warnings/precautions/recommendations that could prevent an endoleak from occurring or lessen the severity of the effects; anatomical criteria. Anatomical conditions. Importance of an accurate deployment. Additionally, the IFU indicates that vessels that are significantly thrombus lined may increase the risk of embolization. It is unknown if the endoleak was directly, indirectly, or not involved at all in the patient death. From the provided event description, it may be possible the high deployment of the first balloon mounted stent was a contributing factor as possible thrombus was loosened from the walls of the artery. We will continue to monitor for similar events.